Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the causes of the broken catheter and superficial catheter placement were not determined. Regarding the catheter placement, the scrub tech used the instrument to protect the catheter while closing the skin. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indication for use was spinal pain. It was reported that after the patient's pump was implanted on (B)(6) 2017, the spinal incision did not close. The hcp reported the patient continually picking at the spinal incision, and it would not close. The hcp planned to clean out the incision on (B)(6) 2017 and close it. The manufacturer representative was called to the emergency surgery, and when the representative arrived 45 minutes later, the patient was still on the table. During the surgery, a catheter fracture was discovered via surgical exploration. The broken catheter was clearly seen through the spinal incision. The hcp trimmed less than a centimeter from the catheter and reconnected the catheter with a collet. The hcp did not change anything regarding the patient's programming, even though the manufacturer representative reviewed that there may be a break in therapy. The hcp declined to aspirate or prime the catheter once it was connected. It appeared to the representative that they were trying use an instrument over the catheter while suturing. It was noted that the catheter was still clearly visible, and more superficial than the representative was used to seeing. The hcp declined to have the representative interrogate the pump. No further complications were reported or anticipated.